Event description:
A report was received that during a lead revision procedure, the surgeon attempted to explant the paddle lead when it was noticed that 8 of the contacts were no longer attached to the lead and were floating around the inside of the pt. The surgeon was only able to remove 5 of the contacts and the other 3 contacts remain inside the pt. The surgeon has not plans to remove them. The surgeon also reported that the tail portion of the lead was frayed and broken off when he attempted to explant the lead. The pt had been in a violent car accident a few weeks prior which may have caused the paddle lead damage. The pt was reportedly doing well following the surgical procedure.

Manufacturer narrative:
The explanted lead will not be returned to bsn for eval. A review of the mfg documentation of the explanted device found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.